Event description:
During transit of a mobile pet system, the patient handling system (phs) collapsed. Cps has investigated this problem and found that the support screws on the phs vertical motor mount can become loose over time due to increased vibration. This process then causes stress and breakage in other mounting screws. Two bed supports are required to be used while the system is in transit. This reduces stress and vibration on the phs while the mobile coach is in transit. This mobile provider was not using the required bed supports, which likely contributed to this problem. No injuiries have been reported to cps.